Event description:
It was reported that prior to gastric bypass surgery on a morbidly obese pt, a ivc filter was successfully placed, using the subclavian vein approach. Upon removal of the delivery system, the marker bands detached from the catheter. An intervention was reproted to remove the bands from the subcutaneous tissue.